Event description:
Balloon rupture during embolectomy maneuver in the brachial artery (native vessel) in the proximal upper arm after embolic occlusion. Access was from elbow. Retrieval was performed with a second embolectomy catheter. Retrieval was attempted, but surgeon is not sure whether or not a balloon fragment may have remained in the patient. No further complications reported; good radial pulse.

Manufacturer narrative:
Evaluation of the device revealed that only approx. 4cm of the catheter tip was returned. The balloon appeared to have ruptured and there did not appear to be a small amount of latex missing. It is not possible to determine the amount of latex that was missing due to the stretch placed on the balloon during the winding operation. The catheter spring tip also appeared stretched, indicating excessive force when pulling on the catheter with the balloon inflated. The windings were intact and in good condition. One sealed unit was returned under an administrative return, which was opened and examined. There were no abnormalities observed, and the balloon inflated clear and concentric. Directions for use for the edwards model 120803fs fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations where the recommended pull force is exceeded to remove adherent material.